Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 occurred, no image was displayed and the fiber bonding in the outer tube area at the distal end was damaged. Based on the results of the investigation, a root cause could not be identified. Additionally, it was found that the video cable was broken, error b30 occurred and therefore no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic experienced very poor image quality during inspection for use. There were no reports of patient involvement.